Manufacturer narrative:
As received, device was in backup mode with unknown sw version loaded. Analysis of the device image revealed code corruption due to telemetry interruption. Visual examination revealed no anomalies. Electrical testing revealed normal device characteristics with battery voltage still near bol (beginning of life). The reported event of backup vvi mode was confirmed and the cause of the reported incident is telemetry interruption.

Event description:
Prior to implanting the device, a cyber security upgrade was performed and the device went into backup vvi mode. The device was not implanted. There was no patient involved in this event.